Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It can be deduced from known product manufacturing dates that the implant system was in use for a maximum of 6 years and 3 months prior to revision. Both the femoral head and acetabular shell have scratches on their articulating surfaces that may be indicative of third-body wear. In addition to this, the femoral head displays a wear stripe. This is known to occur due to sub-optimal positioning of the acetabular component or if the patient has a degree of joint laxity. In this instance, it is noted that the shell was incorrectly positioned and it is possible that this has led to contact between the rim of the acetabular shell and the neck of the femoral stem. This likely contributed to excessive wear and the elevated metal ion levels reported; however, this cannot be confirmed without provision of the femoral stem which has not been received for examination. In addition, it cannot be determined whether the cup has migrated over time or was positioned incorrectly. The revised taper adapter displayed grey/brown residue which suggests that a fretting or galling process may have occurred at this interface. Factors which may contribute to this include suboptimal assembly conditions and component positioning. However, the exact root cause could not be determined from the information provided in the complaint device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent left hip revision procedure approximately eight years post-implantation due to pain, metallosis, elevated metal ion levels, and malposition of the acetabular shell.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Implant date: (B)(6) 2009. There are warnings in the package insert that these types of events can occur. Under possible adverse effects, number 1 states, "material sensitivity reactions." Number 28 states, "pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopaedic surgeon." Number 29 states, "a limited number of case reports in the medical literature have suggested the potential for systemic effects of elevated metal ion levels resulting from device wear in mom hip systems." This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2017-00043 / 00044).

Event description:
Patient underwent left hip revision procedure approximately eight years post-implantation due to pain, metallosis, elevated metal ion levels, and malposition of the acetabular shell.